Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information with the cardiologist and primary physician were unsuccessful. Concomitant products: icf09b52 implantable pacing lead, implanted: (B)(6) 2004; icf09b45 serial# (B)(4), implantable pacing lead implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately nine months after device replacement. The cause of death has been requested and will not be received.